Event description:
The site reports the death is not related to enb device or procedure.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. On (B)(6) 2016 the site was informed the patient passed away. The date of death is unknown. No further details are known at this time.